Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Age at time of event: the facility reporter indicated the patient was approximately (B)(6) old. Weight: the facility reporter indicated the patient weight was approximately (B)(6) lbs. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician in-training in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the physician could not obtain marking (arterial flow was not seen through the marker lumen). The physician removed the device and introduced a 7f sheath to be pulled out at a later time. An angiogram was taken to ensure there was no bleeding around the sheath and there was none. After pulling the sheath manual compression was held for approx 20 min and a dry 4x4 tape was placed over the site. The patient did not experience any adverse effect. Though requested, no additional information was provided.